Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
Additional information received that patient underwent surgical intervention on 10 jan 2022 wherein the leads were repositioned restoring effective therapy.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number : 3006705815-2021-04696. It was reported the patient's leads had migrated. The issue was confirmed via x-rays. As a result, surgical intervention may be pending to address the issue.